Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2250 competitor implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the followup records noted possible noise on the right atrial (ra) lead. It was also reported that during a routine device changeout, it was noted that the ra lead had a small nick in the lead insulation at the proximal end. Flexing of the lead resulted in noise on the atrial electrogram through the analyzer. The lead was repaired with medical adhesive and an insulation sleeve and remains in use. No further noise was noted post repair. No patient complications have been reported as a result of this event.